Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged from the implant position during an in clinic follow-up. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. During the procedure, it was reported that the helix of the rv lead could not be retracted and extended. No allegation of malfunction was made against the rv lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the retracted position and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. A visual and x-ray examination revealed an over torqued inner coil inside the connector region which was consistent with procedural damage. After cleaning and by applying torque directly to the connector pin, the helix could be successfully extended and retracted. The full helix extension length was measured to be within required performance specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood and tissue.